Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the charger and patient programmer. The patient did not recall the last time the ipg was charged. As such, the ipg is inoperable. Surgical intervention is planned to address the issue.

Event description:
Further follow-up indicates the ipg became inoperable due to not charging. Patient underwent surgical intervention wherein the device was explanted and replaced.